Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) flipped over due to weight loss surgery and the patient was unable to charge the ins. The ins was originally placed on the patient's abdomen, and the ins was moved to the patient's hip on (B)(6) 2015. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.